Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the lens was torn upon insertion. The lens was removed without any pt injury.

Manufacturer narrative:
Eval results: (other) visual inspection of the returned product showed tears in the optic and pieces of the lens were torn off along with a haptic was torn off and missing. There was evidence of a clear surgical residue. Conclusion: (other) a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge; the resultant corrective actions included improvements in mfg release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.